Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres. The balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.